Manufacturer narrative:
The reported event was confirmed as supplier related. The evaluation found plastic debris from the plunger stuck or trapped in between the gasket and the inner wall of the barrel. It caused void/channel and water leaked out. There was a possibility that this defect was created during molding or syringe manufacturing process on the supplier side. The sample was sent to supplier. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[shape configuration and principles] bard silver lubri-sil foley tray consist of a balloon catheter, urine-collecting bag for closed drainage system, syringe prefilled with sterile water, water-soluble lubricant, antiseptic solution, tweezers, waterproof sheet, gauze pads, cotton balls and vinyl gloves."

Event description:
It was reported that the syringe was short filled of 10 cc of distilled water.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the syringe was short filled of 10 cc of distilled water.